Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's battery was to be replaced. Additional information was received from the rep. It was reported that the patient had difficulty charging her stimulation and was overdischarged. The rep didn't know when the problem was first identified or for how long the stimulator was overdischarged. The rep believed a physician recharge mode/power on reset was attempted by another rep. The battery was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.